Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, there was gel leaking from the front and rear therapy electrodes. The root cause of the gel leak is physical abuse.

Event description:
A us distributor contacted zoll to report that a patient developed a boil under the front therapy electrode. The patient was previously a breast cancer patient and had a partial mastectomy on that side. The patient was admitted to the hospital as the boil turned black and began to leak black liquid. The patient was then sent to a nursing home and provided with an IV with antibiotics. The patient's electrode belt was also leaking gel. It is unknown if this blue coloring of the gel contributed to the reported 'black' liquid leaking from the boil.